Event description:
Event verbatim [preferred term] abdominal injury [abdominal injury], dysaesthesia [dysaesthesia], skin injury [skin injury], skin ulcer [skin ulcer], off label use/used intra-arterial for hepatocellular carcinoma [off label use], off label use/used intra-arterial for hepatocellular carcinoma [off label use], off label use/used intra-arterial for hepatocellular carcinoma [device use issue], , narrative: this is a literature report received from a contactable other health professional via the health canada regulatory authority on-line database search. Regulatory authority report no. Is e2b_06147985. (Linked regulatory number e2b_06173485 and e2b_06163428). Literature citation was not provided. This information was initially reported to health canada on 11dec2022 from an unknown market authorization holder aer# 2022sp016243. A 71-year-old male patient received absorbable gelatin (absorbable gelatin), intra-arterial for hepatocellular carcinoma; doxorubicin hcl (doxorubicin hcl), at 100 mg, intra-arterial for hepatocellular carcinoma; ethiodized oil (ethiodized oil), (batch/lot number: unknown) at 8 ml, intra-arterial for hepatocellular carcinoma. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "not recovered" and all described as "off label use/used intra-arterial for hepatocellular carcinoma"; abdominal injury (intervention required, medically significant), outcome "not recovered"; dysaesthesia (intervention required, medically significant), outcome "not recovered"; skin injury (intervention required, medically significant), outcome "not recovered"; skin ulcer (intervention required, medically significant), outcome "not recovered". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Amendment: this follow-up report is being submitted to amend previous information: update expected date of follow-up report as 09nov2023. Amendment: this follow-up report is being submitted to amend previous information: update expected date of follow-up report as 15jan2024. Follow-up (30nov2023): this is a literature follow-up report received from a product quality complaints with investigation results: summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability., comment: based on the information currently available, a contributory role of the suspect products absorbable gelatin and doxorubicin hcl to the reported events abdominal injury, dysaesthesia, skin injury and skin ulcer cannot be excluded in the setting of off-label use. There is no information provided regarding suspect drugs start dates, event onset dates and additional details surrounding the events. Case will be reassessed upon receipt of additional information. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] off label use/used intra-arterial for hepatocellular carcinoma [off label use], off label use/used intra-arterial for hepatocellular carcinoma [off label use], off label use/used intra-arterial for hepatocellular carcinoma [device use issue], abdominal injury [abdominal injury], dysaesthesia [dysaesthesia], skin injury [skin injury], skin ulcer [skin ulcer], , narrative: this is a literature report received from a contactable other health professional via the health canada regulatory authority on-line database search. Regulatory authority report no. Is e2b_06147985. (Linked regulatory number e2b_06173485 and e2b_06163428). Literature citation was not provided. This information was initially reported to health canada on 11dec2022 from an unknown market authorization holder aer# 2022sp016243. A 71-year-old male patient received absorbable gelatin (absorbable gelatin), intra-arterial for hepatocellular carcinoma; doxorubicin hcl (doxorubicin hcl), at 100 mg, intra-arterial for hepatocellular carcinoma; ethiodized oil (ethiodized oil), (batch/lot number: unknown) at 8 ml, intra-arterial for hepatocellular carcinoma. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "not recovered" and all described as "off label use/used intra-arterial for hepatocellular carcinoma"; abdominal injury (intervention required, medically significant), outcome "not recovered"; dysaesthesia (intervention required, medically significant), outcome "not recovered"; skin injury (intervention required, medically significant), outcome "not recovered"; skin ulcer (intervention required, medically significant), outcome "not recovered". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Amendment: this follow-up report is being submitted to amend previous information: update expected date of follow-up report as 09nov2023. Amendment: this follow-up report is being submitted to amend previous information: update expected date of follow-up report as 15jan2024., comment: based on the information currently available, a contributory role of the suspect products absorbable gelatin and doxorubicin hcl to the reported events abdominal injury, dysaesthesia, skin injury and skin ulcer cannot be excluded in the setting of off-label use. There is no information provided regarding suspect drugs start dates, event onset dates and additional details surrounding the events. Case will be reassessed upon receipt of additional information. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] abdominal injury [abdominal injury], dysaesthesia [dysaesthesia], skin injury [skin injury], skin ulcer [skin ulcer], off label use/used intra-arterial for hepatocellular carcinoma [off label use], off label use/used intra-arterial for hepatocellular carcinoma [off label use], off label use/used intra-arterial for hepatocellular carcinoma [device use issue], narrative: this is a literature report received from a contactable other health professional via the health canada regulatory authority on-line database search. Regulatory authority report no. Is (B)(4). (Linked regulatory number (B)(4)). Literature citation was not provided. This information was initially reported to health canada on 11dec2022 from an unknown market authorization holder aer# (B)(4). A 71-year-old male patient received absorbable gelatin (absorbable gelatin), intra-arterial for hepatocellular carcinoma; doxorubicin hcl (doxorubicin hcl), at 100 mg, intra-arterial for hepatocellular carcinoma; ethiodized oil (ethiodized oil), (batch/lot number: unknown) at 8 ml, intra-arterial for hepatocellular carcinoma. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "not recovered" and all described as "off label use/used intra-arterial for hepatocellular carcinoma"; abdominal injury (intervention required, medically significant), outcome "not recovered"; dysaesthesia (intervention required, medically significant), outcome "not recovered"; skin injury (intervention required, medically significant), outcome "not recovered"; skin ulcer (intervention required, medically significant), outcome "not recovered". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Amendment: this follow-up report is being submitted to amend previous information: update expected date of follow-up report as 09nov2023. Amendment: this follow-up report is being submitted to amend previous information: update expected date of follow-up report as 15jan2024. Follow-up (30nov2023): this is a literature follow-up report received from a product quality complaints with investigation results: summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Pfizer (redacted) quality operations could not determine a root cause for the reported defect to be related to the (redacted) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (redacted) site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo (redacted) concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the (redacted) mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (redacted) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (02jan2024): this follow-up is being submitted as a final medical device report. No follow-up attempts are possible., comment: based on the information currently available, a contributory role of the suspect products absorbable gelatin and doxorubicin hcl to the reported events abdominal injury, dysaesthesia, skin injury and skin ulcer cannot be excluded in the setting of off-label use. There is no information provided regarding suspect drugs start dates, event onset dates and additional details surrounding the events. Case will be reassessed upon receipt of additional information. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] off label use/used intra-arterial for hepatocellular carcinoma [off label use], off label use/used intra-arterial for hepatocellular carcinoma [off label use], off label use/used intra-arterial for hepatocellular carcinoma [device use issue], abdominal injury [abdominal injury], dysaesthesia [dysaesthesia], skin injury [skin injury], skin ulcer [skin ulcer], , narrative: this is a literature report received from a contactable other health professional via the health canada regulatory authority on-line database search. Regulatory authority report no. Is e2b_06147985. (Linked regulatory number e2b_06173485 and e2b_06163428). Literature citation was not provided. This information was initially reported to health canada on 11dec2022 from an unknown market authorization holder aer# 2022sp016243. A 71-year-old male patient received absorbable gelatin (absorbable gelatin), intra-arterial for hepatocellular carcinoma; doxorubicin hcl (doxorubicin hcl), at 100 mg, intra-arterial for hepatocellular carcinoma; ethiodized oil (ethiodized oil), (batch/lot number: unknown) at 8 ml, intra-arterial for hepatocellular carcinoma. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "not recovered" and all described as "off label use/used intra-arterial for hepatocellular carcinoma"; abdominal injury (intervention required, medically significant), outcome "not recovered"; dysaesthesia (intervention required, medically significant), outcome "not recovered"; skin injury (intervention required, medically significant), outcome "not recovered"; skin ulcer (intervention required, medically significant), outcome "not recovered". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Amendment: this follow-up report is being submitted to amend previous information: update expected date of follow-up report as 09nov2023., comment: based on the information currently available, a contributory role of the suspect products absorbable gelatin and doxorubicin hcl to the reported events abdominal injury, dysaesthesia, skin injury and skin ulcer cannot be excluded in the setting of off-label use. There is no information provided regarding suspect drugs start dates, event onset dates and additional details surrounding the events. Case will be reassessed upon receipt of additional information. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term]. Off label use/used intra-arterial for hepatocellular carcinoma [off label use]. Off label use/used intra-arterial for hepatocellular carcinoma [off label use]. Off label use/used intra-arterial for hepatocellular carcinoma [device use issue]. Abdominal injury [abdominal injury]. Dysaesthesia [dysaesthesia]. Skin injury [skin injury]. Skin ulcer [skin ulcer]. Narrative: this is a literature report received from a contactable other health professional via the health canada regulatory authority on-line database search. Regulatory authority report no. Is e2b_06147985. (Linked regulatory number e2b_06173485 and e2b_06163428). Literature citation was not provided. This information was initially reported to health canada on 11dec2022 from an unknown market authorization holder aer# 2022sp016243. A 71-year-old male patient received absorbable gelatin (absorbable gelatin), intra-arterial for hepatocellular carcinoma; doxorubicin hcl (doxorubicin hcl), at 100 mg, intra-arterial for hepatocellular carcinoma; ethiodized oil (ethiodized oil), (batch/lot number: unknown) at 8 ml, intra-arterial for hepatocellular carcinoma. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "not recovered" and all described as "off label use/used intra-arterial for hepatocellular carcinoma"; abdominal injury (intervention required, medically significant), outcome "not recovered"; dysaesthesia (intervention required, medically significant), outcome "not recovered"; skin injury (intervention required, medically significant), outcome "not recovered"; skin ulcer (intervention required, medically significant), outcome "not recovered". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown., comment: based on the information currently available, a contributory role of the suspect products absorbable gelatin and doxorubicin hcl to the reported events abdominal injury, dysaesthesia, skin injury and skin ulcer cannot be excluded in the setting of off-label use. There is no information provided regarding suspect drugs start dates, event onset dates and additional details surrounding the events. Case will be reassessed upon receipt of additional information. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.